Event description:
It was reported that the keyboard became unresponsive on an 840 ventilator while in use on a patient, causing a ventilator inoperable condition. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of patient injury associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The cse performed all calibrations, the extended self-test (est), and the short self-test (sst); the device was then operating within the manufacturing specifications. Covidien reference number: (B)(4).